Event description:
Explant of lateral rhead head and stem, due to disassociation of head from stem.

Manufacturer narrative:
Evaluation of patient follow up images confirmed disassociation of radial head from stem. Dimensional evaluation of explanted device showed device measurements were within specification. Device history records showed no anomalies.